Event description:
After an implantation period of about 123 months, oversensing with inappropriate therapy was reported, which was also reproducible during a follow-up visit, when provocative maneuvers had been performed. A lead defect was suspected. The lead was capped on (B)(6) 2016. The lead was not returned to biotronik.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The analysis of the available impedance trends showed a slightly varying pacing impedance of approx. 350 ohms and a shock impedance between 50 ohms and 60 ohms. Furthermore the iegms confirmed the presence of noise on the rv channel which led to shock delivery as mentioned in the complaint description. Subsequently the provided x-rays were analysed. Based on this material the observation of a most likely exposed conductor cable could be confirmed. Without analysis of the lead itself no definite conclusion can be drawn regarding the root cause of the clinical observation. However, due to the location of the damage in combination with the relatively long service time of more than 10 years abrasion should be taken into consideration. Should additional information or the device itself become available for analysis, the investigation will be updated.